Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The manufacturing investigation revealed the device was returned with the tip broken off at the start of the collar, extending approximately 5mm. The shaft has axial scratches indicating use. The measurable areas of the broken shaft are within print specification. It is concluded that this complaint is indeterminate from a manufacturing standpoint, because the missing and damaged portions of the product make physical dimensional verification impossible.

Event description:
It was reported during a right tibia non-union/ mal-union case the reamer head tynes broke from the reamer shaft. This occurred while the surgeon was reaming through hypertropic callus. The reamer head and two of the tynes were retrieved from the canal. The other two tynes were suction up in the suction canister. The surgeon completed the surgery without complications or further issues. There was no harm to the patient. The flexible reamer shaft also broke during this surgical procedure in conjunction with the reamer head. This report is on the flexible reamer shaft (314.743). This is report 2 of 2 for this event.